Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported the knives are not of consistent quality. During surgery, some have been observed to be blunt, some have bent tips, and some have burrs. There was no impact or harm to the patient¿s involved. Additional information has been requested, but none has been received.